Event description:
Customer states that she used a condom which broke during use, leaving pieces of the condom inside of her vagina. The pieces of the condom were removed by her dr. Her dr also performed a vaginal cleaning.